Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
History of driveline infection reported under manufacturer report numbers 2916596-2023-05673 and 2916596-2023-06243. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient passed away. The patient was made comfort measures only for end of life. The patient was noncompliant with documented chronic driveline infection. The outcome was not considered device or therapy related. An autopsy was not performed. The device was not explanted.